Event description:
Customer reported an issue with the v series monitor which may affect pt monitoring. No pt injury was reported.

Manufacturer narrative:
Device was returned to the company for further analysis.